Event description:
Same case as 6000089-2005-00749. One day after a coronary artery drug eluting stenting procedure the patient experienced a myocardial infarction (mi), a stent thrombosis, and a target vessel reintervention. Lesion #1 was a 2.75mm, 90% stenosed proximal circumflex (prox cx) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.75x20mm drug eluting stent in the prox cx. Lesion #2 was a 3.5mm, 99% stenosed svg graft in the 1st oblique marginal (1st 0b. Marg.) The physician treated the lesion with a taxus express2 8.8% 3.50x24mm drug eluting stent in the svg to the om1. The next day the pt experienced a non q-wave mi as evidenced by elevated cardiac enzymes, and was found to have a stent thrombosis in the 1st ob marg. The pt then underwent a target vessel reintervention for the thrombosis. The physician placed a guidant vision and a guidant ultra in the 1st ob marg. The pt was discharged three days after the mi and reintervention on plavix and aspirin. In the opinion of the physician the relationship of the mi and the stent thrombosis to the taxus stent is "unknown", and the relationship to the target vessel is "probable". There was no restenosis of the taxus stent.

Event description:
It was further reported that target lesion 1 (16 mm long) was identified in the proximal left circumflex with 90% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.75 x 20 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0%. Target lesion 2 (18 mm long) was identified in the saphenous vein graft (svg) to 1st obtuse marginal (om), with 99% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with predilation and placement of a 3.5 x 24 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0%. 1 day post index procedure, the pt developed chest pain, and ECG revealed st-segment change in the inferior leads. Cardiac enzymes met guidelines criteria for an myocardial infarction (mi) as evidenced by elevated cardiac enzymes. Cardiac catheterization revealed complete occlusion within the previously placed stent of the svg to the om as well as diffuse thrombus in the stent and the mid and distal portion of the svg. Angiojet was performed for thrombus extraction. The majority of the svg to 1st ob marg was stented with two 4.0 x 38mm zeta stents and a 4.0 x 28mm vision stent. Residual stenosis was 0%. In the opinion of the physician the relationship of the mi and the reintervention to the taxus stent is unk, and the relationship of the mi to the target vessel is probable. About 8 hrs post reintervention, the pt again developed acute onset of chest discomfort with similar ECG changes. The pt returned to the cath lab and again the stent had thrombosed in the proximal segment of the svg. In addition, there was distal stenosis prior to insertion to the om. Angiojet thrombus extraction was again performed. A vision stent was deployed at the distal anastomotic site, and an ultra stent was deployed across the proximal stent in the svg. Residual stenosis was 0%. The pt had complete resolution of chest pain and ECG changes and was discharged home 2 days later on plavix and asa. In the opinion of the physician the relationship of the reintervention to the taxus stent is unk.